Event description:
The customer contacted stryker to report that their device stopped during CPR. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient and there was no delay in compressions.

Manufacturer narrative:
A stryker field service technician evaluated the device and could not duplicate the issue. There were no issues found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.